Event description:
Acdf procedure on (B)(6) 2015: dr inserted the screw approximately 75%. Surgeon declared he wanted to reposition the plate. Surgeon started backing out the screw; it became very tight. The screw driver tip fractured in the screw head. Dr was unable to retrieve the tip from the screw head. He tried to use a vicegrip to remove the screw but was unable to turn; the screw was drilled out. No pt injury. Twenty (20) minute surgical delay. No additional x-ray needed. Surgeon was unable to remove the screw. Screwdriver tip was removed by using a burr to grind down the head of the screw with the screwdriver tip in it, destroying the screwdriver tip. Dr was able to grind down the screw to be flush with the plate, screw is secure, plate was secured using new hole to surgeons satisfaction.

Manufacturer narrative:
Manufacturing site eval: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: the device was investigated microscopically. The tip of the instrument is broken. The fracture surface shows a brittle fracture. The breakage is due to mechanical overloading (tilted torsional fracture), most likely caused by bending. There are no indications of product or material deviations. The instrument appears to have been overloaded during the procedure. Corrective/preventive action: not applicable.